Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure got delayed and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and identified an ippc disk bay issue. Upon troubleshooting actions, the philips field service engineer (fse) visited onsite and replaced both host pc and ippc disk drive bays by implementing fsca (2023-igt-bst-027) in another case. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order.